Event description:
On 3/16/95 pt came to hosp for outpatient chemotherapy. Device appeared faulty when checked for patency. X-ray revealed broken catheter. Radiologist removed 13.6 cm. There was 4.2 cm left on device. Catheter pieces examined by pathologist and found to approximate, concluding no other breaks in catheter occurred. Catheter length stated as 76.2 cm on package. Surgeon revealed remained of device had been cut and discarded at time of surgical insertion on 2/20/95.